Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 580 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined with high blood glucose and insulin flow blocked as well. Customer had been working with her meter trying to get it on the bolus wizard but did not get it to go to carbs. The customer was treated with insulin pen for high blood glucose. Customer stated that she suspends the insulin pump because it was flashing and beeping, but did not know why it was doing that. Customer also stated she got an insulin flow blocked early morning. The insulin pump will not be returned for analysis.